Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. The manufacturer¿s field service engineer (fse) confirmed the failed green light emitting diode (led) of power switch had illumination failure and replaced the power switch overlay, and then the phenomenon was improved.

Event description:
The customer reported the light emitting diode (led) failed. There was no patient involvement.